Event description:
It was reported that the patient presented in the emergency room near syncope. The pulse generator exhibited backup operation. Device replacement was scheduled due to normal elective replacement indicator. The device was explanted and replaced (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.